Event description:
Customer reported an elevated value for troponin as a result of serial monitoring. Upon reporting the result to the physician and cardiac cauterization was performed. There was no evidence of cardiac blockage. Results from another cardiac marker creatine kinase suggested that there was no cardiac event. There is no explanation of what contributed to the single falsely elevated sample result as note in #6.